Event description:
The patient's servo u ventilator displayed an error code te:55. The patient's rn (registered nurse) called the respiratory therapist. The ventilator was still working properly but the display screen was not functioning properly. The ventilator was exchanged with another ventilator and proper steps were taken per policy to take the ventilator out of service. No harm came to the patient.